Event description:
Registered nurse was priming intravenous line with intravenous iron and a leak in pump chamber membrane had a leak. Line clamped immediately, approximately 1 ml or less lost to waste. Intravenous line was not connected to patient.